Event description:
The manufacturer was informed previously a trilogy device had a damaged power cord retainer and the serial number label was incorrect. There was no harm or injury reported. During additional testing at the manufacturer's service center, the device failed a negative flow calibration test step during testing. The device was recalibrated to address the issue. The device then failed a lead acid power source test step during retesting. The device's power management board was replaced to address the issue. The device was retested and passed all final testing.